Event description:
The technician reported the left foot brake caster is not holding. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection the left foot brake caster pad is worn most likely due to normal wear and tear. The technician replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.